Event description:
It was reported that on (B)(6) 2010 the patient presented with left-sided leg pain and lower back pain. Patient was diagnosed with lumbar degenerative disc disease. The patient underwent l4 and l5 laminectomies and partial s1 laminectomy, complex dissection of osteophyte complex and dense fibrotic scar tissue to decompress the thecal sac on the left side at l4-5, left-sided l4-s1 far lateral discectomies, l4-s1 anterior interbody device placement and fusion, l4-s1 pedicle screw fixation, and l4-s1 posterolateral arthrodeses. Depuy acromed concord cages, autograft, rhbmp-2/acs, and depuy posterior pedicle screw instrumentation were used. Per the operative notes, the patient¿s ¿body habitus made the case much more difficult than a typical case, adding approximately 30% greater time and effort to the case itself. In addition her fibrotic scar tissue also required a great deal of extra time¿¿ it was reported that the patient sustained unspecified injuries.

Event description:
It was reported that on: (B)(6) 2010, the patient presented with following pre-op diagnosis of lumbar disc degenerative disease and underwent following procedure: 1) l4 <(>&<)> l5 laminectomies and partial s1 laminectomy. 2) complex dissection of osteophyte complex and dense fibrotic scar tissue to decompress the thecal sac on the left side at l4-5. 3) left sided l4-5 and l5-s1 lateral discectomies. 4) l4-5 and l5-s1 anterior interbody device placement and anterior interbody arthrodesis. 5) l4-s1 pedicle screw fixation and posterolateral arthrodesis. 6) harvest of autograft. During the procedure, l5-s1 disk was incised and bone funnel was inserted and packed with autograft followed by bmp wrapped around autograft followed by cage packed with bmp. Again, the cage was packed with bmp and autograft and positioned it into anterior interbody space . The surgeon used the drill to decorticate the right sided l4-5 and l5-s1 facet complexes and packed the remaining bmp and autograft into the region to promote posterolateral arthrodesis after positioning rods.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.